Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after ablating the lspv, the guidewire started making some noise in the catheter then it was not possible to be advanced; it was completely stuck. The catheter was removed from the patient and the guidewire couldn't reach the tip of the catheter it was stuck somewhere before; when it was removed, it was broken, additionally the slider was hard to manipulate. No tissue was observed at the tip of the catheter or guidewire. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after ablating the lspv, the guidewire started making some noise in the catheter then it was not possible to be advanced; it was completely stuck. The catheter was removed from the patient and the guidewire couldn't reach the tip of the catheter it was stuck somewhere before; when it was removed, it was broken, additionally the slider was hard to manipulate. No tissue was observed at the tip of the catheter or guidewire. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after ablating the lspv, the guidewire started making some noise in the catheter then it was not possible to be advanced; it was completely stuck. The catheter was removed from the patient and the guidewire couldn't reach the tip of the catheter it was stuck somewhere before; when it was removed, it was broken, additionally the slider was hard to manipulate. No tissue was observed at the tip of the catheter or guidewire. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.